Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On (B)(6) 2017 15:51:26 pst ice batch user (batch_ice)(B)(6). Complaint status: in process mdt initial contact: (B)(4) taken by: patient had received loaner pump (veo) and had high bg. She was doubting if pump had been programmed correctly. I checked all settings with patient. Basal (27.4) was ok, max bolus was ok, max basal was ok. Temporary basal was programmed on units instead of percentage. I helped her to change that. Bolus wizard settings were also correct. Patient requested a IFU of veo as she does not have this anymore because she switched to 640g. (B)(6) (B)(4).

Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.